Event description:
This is filed to report the difficulty removing the lock line, resulting in the clip opening. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There was a lot of chordae making leaflet insertion challenging. One clip was implanted without issue. A second clip delivery system (cds) was then advanced, and placed on the leaflets. During removal of the lock line when the lock line was approximately a half foot out, resistance was noted. The lock line was pulled gently to see if there was a knot and if it could be released but the clip opened. The decision was made to remove the clip, so it was inverted and removed successfully without issue. A third cds was advanced, and the clip was successfully implanted. Two clips were implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was received. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was returned and investigated. The reported resistance removing the lock line was confirmed via returned device analysis as a knot was observed in the lock line. The reported clip open while locked could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported resistance removing the lock line and subsequent clip open while locked appear to be related to the observed knot on the lock line. However, a cause for the observed knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.